Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7 bisector blade was observed to be bent out of box. A replacement unit was used to complete the procedure the hospital did not report any pt affects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the blade was bent to the side of the electrodes and stuck. There was minimal evidence of blood. Based upon the visual observations, the reported complaint for "blade bent" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).